Manufacturer narrative:
This report is submitted on september 17, 2020.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2020. The patient has not been reimplanted with a new device as of this report.